Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with several leads with the same lot number for off-label use. It was reported, the patient had a scab on the left temporal lobe. The patient removed the scab with no interruption in stimulation. The patient was advised to consult with his physician regarding this issue. Follow-up identified the physician confirmed what appeared to be the lead tip coming out of the temporal region. Surgical intervention will be undertaken on a future date. The patient was placed on antibiotics. Additional follow-up revealed the revision procedure occurred on (B)(6) 2013. The patient had an open wound at the left temporal region with definite appearance of the lead. The physician revised the lead and placed it deeper in the same area. Post operative reprogramming was completed with effective stimulation and coverage.